Event description:
The valve of a ext set w/2 clave¿ reportedly valve cracked at the oncology unit at the end of an infusion. The patient was stable, no one was harmed, and there was no need for additional medical intervention. The set was changed and the patient received the intended dose of nacl and potassium ion. There was no unprotected exposure for the patient nor the healthcare provider. The leak was not cleaned using a specific kit. There were no visible signs of malfunction, damage, stress or wear with the device prior to the incident, the product was stored at 20-25 °c.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Investigation summary: received one (1) used. List #011-mc330633, ext set w/2 clave¿; lot #14227792. Leak residue was observed on the microclave. No other damages or anomalies were observed. The reported complaint of a leak could not be confirmed. The returned sample was tested and met product specifications. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.